Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio2: 3.6, other poc: 2.7, reference: 2.53, mean: 2.94, confidence limits: 1.8-4.2. Mean inr of the inratio2 meter and two comparative systems was calculated. Analysis of customer's data revealed that inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Follow up with pt revealed that nurse who performed test in the hospital took drop of blood from tube with anticoagulant. Pt was able to perform another test with correct technique and result was ok. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab and another system (coagucheck). Results as follows: date: (B)(6) 2011, inratio2: 3.60, lab: 2.53, coagucheck: 2.70. Caller spoke to pharmacist who sold inratio2 meter to a pt. Test on pt was performed by a nurse.